Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was rejecting new batteries and insulin was squirted out during priming. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump rewinds louder and slower. The customer stated that the motor sounds labored and makes grinding noise. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The off no power alarm functions properly during testing. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted during testing. The motor was tested outside of the device and passed. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. Device was monitored for 1 day. No unexpected low battery alarm or off no power alarm noted. Programmed test boluses. Device delivered the test boluses properly and was recorded in the bolus history screen. No bolus anomaly or history anomaly noted. The test battery was removed and reinserted with no failed battery test alarm noted. Device uploaded properly using carelink. Device had minor scratched display window and cracked reservoir tube lip. (B)(4).